Manufacturer narrative:
(B)(4).conclusion:the device was not returned for analysis. (B)(4) reviewed the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. The inability to expand the enterprise stent could not be confirmed without product return for analysis. The root cause of the event could not be determined. Since there was no evidence of a manufacturing issue related to the event, no corrective actions will be taken at this time.this is an initial/final MDR report.

Event description:
As reported by a healthcare professional, during an attempt to place a 28mm enterprise stent (enf452812/10434637) in the middle cerebral artery, the stent would not open. The stent had been delivered through the recommended prowler select plus microcatheter (606s255fx/lot unk) with an inner diameter of .021" without difficulty, but once the stent was partially deployed out of the microcatheter, it would not open and appose to the vessel wall. The physician was able to resheath the stent and pull it out through the microcatheter without difficulty. The device was replaced with a 22mm enterprise stent that successfully stented the wide necked aneurysm, using the same microcatheter. The device had appeared normal prior to use. There had been no resistance between the enterprise and prowler, and a constant flush had been maintained through the prowler. The microcatheter had been placed distal to the target site prior to advancement of the device to the target site followed by withdrawal of the microcatheter to deploy the device. The device had not been re-captured multiple times, and the stent did not prematurely deploy during removal from the patient. There were no negative repercussions to the patient, other than more time needed to place the second stent. The device was discarded by the customer.